Event description:
It was reported that the device was used during a surgical procedure and that staples misformed and distal tip of the device did not fire staples. Another device was used to complete the case. There was no consequence to pt.